Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. Most of the requested information was not available. Actions/interventions taken to resolve the issue was leads were moved. The status of the effected devices was provided as implanted. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported seeing MRI code (B)(4). It was reviewed that the code indicated abandoned leads and only 1 lead location as being entered, also extensions were indicted. The patient reported that there was a past instance where the leads had been replaced at one time because ¿something broke in there¿ and it had to be fixed. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the leads didn¿t break. The leads moved and were replaced. No further complications were reported.